Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited pacing not delivered when required, high pacing threshold measurements, intermittent loss of capture, and intermittent loss of sensing. It was noted that the thresholds had been elevated since shortly after implant and had progressively increased. Additionally, there had previously been an interaction message from the magnetic resonance imaging (MRI) software. The lead was surgically abandoned and the device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited pacing not delivered when required, high pacing threshold measurements, intermittent loss of capture, and intermittent loss of sensing. It was noted that the thresholds had been elevated since shortly after implant and had progressively increased. Additionally, there had previously been an interaction message from the magnetic resonance imaging (MRI) software. The lead was surgically abandoned and the device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.